Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a cholecystectomy procedure, the clips did not close and came crossed. It is not known how the procedure was completed. There were no adverse consequences for the patient reported. The devices will not be returned.